Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# (B)(6), implanted: (B)(6) 2021, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient states needing an MRI but they know one of the leads is not working. Patient found this out (B)(6) 2025 and the doctor did a xray and ultrasound and is scheduled for a uro study tomorrow. Patient states feeling pressure/warmth between the battery and spine in a previous MRI. Patient mentioned they feel a little pain over where the battery is for at least 6 months and probably more than that. When patient is in the lounger chair, when they sit up and put their legs straight out, they start feeling a pinchy pain, so they put their left leg because the battery pack is in their left hip, and if they put their leg up on the left leg then it doesn't bother them, or they will turn a little bit to the left which they shouldn't. The other day they started paying attention, and when they are getting an crevis infusion for ms they have to kind of lay on their side in the lounges because if they lie anywhere, even if it's not pressure on the position, it bothers them. The patient has been doing this for a while, and they is probably ruining their hip, but they noticed it significantly in the other day. The patient is getting ready for an MRI and they are working a little with the program. During the call patient was able to activate MRI mode and it showed the patient is MRI conditional full- body scan. Agent redirected the patient to the healthcare provider.